Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung problems. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of lung problems. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: black dust-like contamination (inconsistent with degraded sound abatement foam) on the rear panel. Dust-like contamination at the air inlet of the blower box. Dust-like contamination on top of the blower motor and the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. Pil was able to get care orchestrator information from device. -errors logged: 0 errors were logged. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. Sections b1, h1 and h6 have been corrected in this report as follows: section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected. In this report, sections d9, g3, h3 have been updated or corrected.